Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Op notes information was provided and found no complication per package insert (B)(4) persona the personalized knee system rev a: swelling is a known adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: natural tibia cemented size e item # 42532007101 lot # 63987384; articular surface fixed bearing 10 mm item # 42511000510 lot # 62976190; all poly patella 35 mm item # 42540000035 lot # 64014587. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00179, 0002648920-2018-00751, 0002648920-2018-00752. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent partial left knee arthroplasty and subsequently is experiencing swelling and reddening of the operated knee.